Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, after the reported device was connected to the generator, temperature sensor abnormity was detected. Although flushing was performed, the temperature did not go down and although it was not activated, it showed 80 degrees and it was replaced with a new device to complete the procedure. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The device lesioned normally. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.